Event description:
It was reported through the results of a clinical trial, that approximately one month five days post port placement procedure fluid leak from the port incision and possible infection was observed. The current status of the patient was not provided.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 10/2018). Device not returned.

Event description:
It was reported through the results of a clinical trial, that approximately one month five days post port placement procedure fluid leak from the port incision was observed. The current status of the patient was not provided.

Manufacturer narrative:
H10: additional information was received and the reportability was reassessed as malfunction. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation, one complaint report form was provided for review. The investigation is confirmed for the reported fluid leak issue. According to the complaint report form, approximately one month post port deployment, the patient experienced an adverse event of slight oozing of clear fluid from the port incision. The adverse event doesn¿t result in surgical re-intervention and recovered. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2018), h11: b5, g1, h1, h6 (patient, result), h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.